Event description:
A surgeon reports a pt experiencing pigmentary glaucoma following piggyback intraocular lens (iol) implant surgery. The surgeon reports the iol is rubbing on the posterior iris surface causing elevated intraocular pressures and iris pigment to float in the anterior chamber. The surgeon further reports the pt has been treated with a yag laser iridotomy and medications. In a follow up, the surgeon reports the outcome of the event and prognosis as unknown.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested by fax and mail on 09/26/08 and by phone on 10/09/08. Information was rec'd on 09/26/08 by phone. A completed questionnaires were rec'd. This report was mailed to FDA on: 10/24/2008.